Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). The ICD was reprogrammed and it was noted that the ICD exhibited an inability to program, and that an automatic mode switch (ams) response was expected but did not occur. The patient was in stable condition.